Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025, for the treatment of esophageal varicose veins. During the procedure, the bands do not release and remain stuck in the system. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025, for the treatment of esophageal varicose veins. During the procedure, the bands do not release and remain stuck in the system. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H2: additional information: block e1 (initial reporter zip/post code) has been updated based on the additional information received on september 10, 2025. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.